Manufacturer narrative:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed that a system fault 75 was triggered in the device. The investigation identified the root cause of the system fault was an isolated component failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported for this incident. Resmed reference#: (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).